Event description:
The patient underwent a procedure for a trial scs system. It was reported the physician had difficulty placing the lead due to the patient's anatomy. The case was abandoned and the patient will be referred for a paddle lead trial.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.